Event description:
Knee pain [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This spontaneous case from united states was received on 24-oct-2017 from pharmacist via health authority this case concerns a female (age: not provided) patient who initiated treatment with synvisc and synvisc one after 2 days she had knee pain no medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc injection (dose, frequency and indication: not provided). On an unknown date, patient received treatment with intra articular synvisc one injection once (frequency and indication: not provided). Patient did not rest for 24 hours after the injection and moved heavy equipment and was overdoing physical activities. On an unknown date, after a unknown latency of 2 days, patient had knee pain. The pain lasted for 2 weeks. Patient was advised to rest for 24 hours. Patient had a pain medication. Corrective treatment: rest and pain medication. Outcome: recovered. Seriousness criteria: medically significant. A pharmaceutical technical complaint (ptc) was initiated and the results of the same was pending.